Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of intraocular lens (iol) haptic broken. Additional information has been requested, received and stated the event occurred during the procedure and there was patient contact.